Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that- patient reported infection (bladder infection) following alleged equipment misuse at (B)(6) hospital. As this appears to be a clinical safety concern, I am ensuring it is documented with medical affairs and product safety to facilitate the patient's requested call back by proper department. She reported that she witnessed the equipment repeatedly not being used as outlined in the instructions for the purewick system also that it was not cleaned between uses. Hospital staff are allegedly advising that the unit itself is causing the infections despite the misuse of the equipment and lack of cleaning or disinfecting. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported.\ used with flex wicks.